Event description:
The customer reported that the ac power module failed.

Manufacturer narrative:
The customer was sent a new ac power module and reported that replacing the ac power module resolved the failure. We consider this issue to be the result of a malfunction of the ac power module.